Event description:
Boston scientific received information that this left ventricular (lv) lead has been hanging out in the coronary sinus for years which was confirmed through fluoroscopy. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.